Event description:
It was reported that the ventilator's o2 gas module was replaced . There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the o2 sensor test failed during the pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failure by replacing the o2 sensor. The pre-use check performed after the replacement was approved with no failures. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.